Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Prior to performing an unspecified procedure, the physician opened a package containing an ngage nitinol stone extractor. The physician tested the device and found that the basket failed to open while pushing the handle. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: one ngage nitinol stone extractor was received in the shipping tray for evaluation. Visual inspection of the device noted the device was returned with the unidex handle (udh) and the basket formation in the closed position. The support sheath and the basket sheath remain adhered. A fracture was observed in the support sheath approximately 3 cm from the distal end. The support sheath is bent between the fracture and the nose of the male luer lock adaptor (mlla) at approximately 1 cm. The basket sheath is accordion and appears to be fractured at the end of the support sheath. The polyethylene terephthalate tubing (pett) measures 4 cm in length. Functional testing was performed. The collet knob is tight and secure. The udh handle does not actuate the basket formation. The customer complaint has been confirmed. A definitive root cause for the basket failure cannot be determined. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the reported product issue. A review of complaint history for this product/lot number combination revealed this is the only complaint that has been received. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.